Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of hyperglycemia. Per the report the pt changed his infusion on (B)(6) . Soon thereafter his blood glucose began to elevate. He attempted correction via the pump to no avail. He did not attempt to bolus via sub-q injection nor did he change his infusion set. By 12:04 am on (B)(6) his blood glucose was >500 mg/dl, he was brought to the ER. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.